Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling from the bottom of the ok key to the up arrow key. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the up arrow, down arrow and ok keypad buttons were intermittently unresponsive; the contrast keypad button responded appropriately. There was evidence of adhesive contamination found under all key contacts and none of the keys had normal tactile feel.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons had a delayed response. The reporter noted that multiple keypad buttons were damaged or peeling, and was unable to confirm whether this occurred before the tactile issues. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.